Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and performed a functionality test and the auto fill failed immediately. The fse checked fault codes and found code #37 fill fail shuttle purge time out. The fse then ran the unit through a pim test and it failed. To resolve the issue the fse installed a new pim and performed complete calibration and functionality tests, the unit met factory specifications and is cleared for clinical use. In addition, the fse ran the unit on a test balloon for approximately 1 1/2 hours with no issues.

Event description:
It was reported that during a routine check, before use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed an autofill failure. There was no patient involvement and no adverse event reported.